Event description:
Reporter states irrigation was very difficult while in use and it was impossible to practice the irrigation by connecting to the fully-run intravenous injection line. The reporter states multiple episodes have occurred recently and that some complaint samples were discarded due to contamination. The hospital has discontinued use of the product. They tested the device at their office and found that the irrigation hole was rough with the check-valve protrusion. The issue occurred on the irrigation lumen.

Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction because a malfunctioning irrigation lumen may lead to leakage of urine from the device which can pose the risk of using the device. It is expected that a urinary catheter that is impossible to irrigate will be removed by a health care professional and replaced with a new one. There was no report of a patient affected in this case. No additional information has been provided to date. (B)(4).